Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because this issue did not prevent the freedom driver from performing its life-sustaining functions. In addition, the freedom driver has a redundant power source of onboard batteries. The freedom home ac power supply will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom home ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer, a syncardia certified hospital, reported that the connector on the freedom home ac power supply may have been cracked when it was inserted in the patient's freedom driver. The customer also reported that when hospital staff disconnected the freedom home ac power supply, part of the connector remained inside the freedom driver. The customer also reported that the patient was switched to a backup freedom driver without any adverse patient impact.

Manufacturer narrative:
The freedom home ac power supply was returned to syncardia for evaluation. Inspection of freedom home ac power supply revealed a cracked hypertronics connector cover and connector. Inspection of the freedom driver used to support the patient during the reported event revealed part of the hypertronics connector cover still inside the receptacle of the power adaptor. The root cause for the connector damage is likely sustained impact shock sufficient to generate a crack when the ac power supply was plugged into the driver. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The freedom home ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer, a syncardia certified hospital, reported that the connector on the freedom home ac power supply may have been cracked when it was inserted in the patient's freedom driver. The customer also reported that when hospital staff disconnected the freedom home ac power supply, part of the connector remained inside the freedom driver. The customer also reported that the patient was switched to a backup freedom driver without any adverse patient impact.